Event description:
It was reported that the patient had a pocket site infection, and it was not device related. Symptoms of drainage were noted. The patient was prescribed antibiotics and underwent a full system explant procedure. The patient was doing well postoperatively. The explanted devices will not be returned, as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5018113/5018256.

Event description:
It was reported that the patient had a pocket site infection, and it was not device related. Symptoms of drainage were noted. The patient was prescribed antibiotics and underwent a full system explant procedure. The patient was doing well postoperatively. The explanted devices will not be returned, as they were kept by the medical facility.

Manufacturer narrative:
Correction to initial emdr in blocks f10, h6 and h11 additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 5018256 UDI (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 5018113 UDI (B)(4).